Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported door latch error , which was reproduced. Evaluation observed a load set and found the unit to not recognize a closed door at power up. The event history log review also revealed multiple door not fully latched events, which also indicates a failure to recognize a closed door. Evaluation found the cause to be a failed upper link switch. The upper auxiliary was replaced to correct this condition.

Event description:
It was reported that a spectrum pump had a door latch error. Any patient involvement, injury or medical intervention is unknown.